Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va30zf8 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the lead twisted was not determined, but the steps taken to resolve the issue was to do a full replacement.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient (pt) had full replacement today. When pocket was opened, lead was fractured and partially broken inside the battery. The lead was also severely twisted.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va30zf8: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient experienced an impedance issue; all electrodes were greater than 4000. Additionally, the patient did not feel stimulation on any programs. It was noted that the limit was reached at 0.7. All available programming options were checked. The cause was not known. The patient also reported worsening baseline symptoms (urge incontinence and urgency frequency) and a return of baseline symptoms (urinary incontinence and urinary frequency). The issue was ongoing. The patient was scheduled for a revision on (B)(6) 2025. Therapy was turned off at this time.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.